Event description:
Info received indicates the bed exit is not alarming when weight is removed from the bed.

Manufacturer narrative:
The technician replaced the siderail caregiver control board to repair the bed.